Event description:
It is reported that the device was implanted in 2005, using the mis small incision technique. In 2006, the device was revised due to loosening.

Manufacturer narrative:
H3: eval summary: the cause of the tibia loosening could not be definitively determined. H6: eval: no device or x-rays were returned for eval. Device history records indicate the device was manufactured and packaged to specification.